Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation- technologist. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section h6. The actual sample was received for evaluation. Review of the video provided by the user confirmed that liquid was leaking at the joint of the sampling line tube with the oxygenator port. Visual inspection of the actual sample with unaided eye confirmed that the sampling line tube had been fractured and separated from the oxygenator port. As the movie showed that the sampling line tube was still attached to the port, it was likely that it was separated completely from the port while the actual sample was on the return shipment to the manufacturer. Magnifying and electron microscopic inspections of the sampling line tube found that the fracture surface was smooth, which inferred that the fracture may have developed rapidly by having been exposed to a momentaneous shock load. There was not any foreign substances or air embedded in the material, which could be a trigger of the fracture. The sampling line tube was cut, and the cross-section was inspected under magnification. There was no unevenness in the wall thickness. The outside and inside diameters of the tube were measured. Compared to the current product sample, no difference in the measured values was confirmed. Reproductive test/low-temperature fragility: performed with the test conditions being set arbitrarily. Multiple test samples, after having been cooled, were exposed to momentaneous shock load to the sampling line tube. As a result, some of the sampling line tubes were fractured at the joint with the port. Assuming that the fracture occurred during transportation, multiple test samples packed in the unit boxes were cooled, and then dropped from 1.5 meter high. As a result, some of the sampling tubes were fractured at the joint with the product. Though the test conditions were set discretionary, the fractures occurred on the test samples were found to be similar to that observed on the actual sample. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. IFU states: do not use if the package or device is damaged (e.g. Cracked) or any of the port caps are off. Do not use an oxygenator and reservoir that leaks. Replace it with another capiox rx25 oxygenator and reservoir. If the product is dropped during set-up, do not use it. Replace with another device. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the leak occurred because the sampling line tube of the actual sample had been broken partially at the joint with the oxygenator port. Based on the state of the fracture surface of the actual sample and the reproductive test result, it was presumed that the fracture occurred in the sampling line tube due to the following mechanism. While the actual sample was being handled in a low temperature condition due to the transportation or storage in the cold season, a momentaneous shock load was applied to the actual sample causing the fracture on the sampling tube. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the capiox device was used pre-treatment. During priming a liquid leakage was found and sampling line tube was fractured at the joint with the blood outlet port of oxygenator after carefully check. The patient was not harmed.